Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 495 mg/dl. The customer treated herself with a manual injection. The customer received a no delivery alarm from her insulin pump. The customer stated she changed the insulin pump's reservoir and battery, but the alarm persisted. Standard troubleshooting was performed. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.